Manufacturer narrative:
The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 386 mg/dl and an insulin injection was administered to address the bg level; however, it had elevated again later in the day. Additional insulin injections were used. The customer reported to have received two auto-off alarms: one at 12:00 am and the other in the afternoon. After the alarm, insulin delivery was not resumed for an hour. The customer also indicated that the night-time basal setting rate had been decreased.